Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would unexpectedly show "0 units" over the insulin gauge. Reportedly, the pump was charged and the cartridge was full when the insulin gauge displayed this value. As the issue occurred in the past, troubleshooting was unable to be performed; however, the customer stated a new cartridge was able to be reloaded. The customer was unable to provide a specific blood glucose (bg) value, but stated bg level was not impacted.